Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt received the recall notification letter from her surgeon. The pt states that she has been experiencing constant pain in her hip over the past few months. The pt's pain had been periodic until recent months. The pt describes the pain as intense like a toothache. She has a great deal of difficulty standing from a seated position. The pt also complains that she cannot lie on the left side and the pain makes if difficult to sleep. She takes aleve which helps, but does not eliminate the pain.